Manufacturer narrative:
H3 device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages, damabed belt connector/cable) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable conecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that a patient experienced "check therapy pad" messages, and that the belt had a damaged cable/connector.